Event description:
Baxter received a report from a pharmacist involving an automix 3+3 compounder. According to the facility, the unit should have delivered 1577ml but instead there was 1745ml in final container. Unit over delivered by 168ml. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the reported condition was not confirmed or reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. Additional information: a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.